Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has had high blood glucose levels (350mg/dl). Customer took manual injections and states she is fine.